Event description:
As reported by angiodynamics clinical specialist: patient with a pulmonary embolus was brought into the ir. Venous access was obtained via the right and left femoral vein. The main pulmonary artery was safely accessed and a wire placed in the distal pulmonary artery (pa). The pa pressure was 70mmhg at the time. A second wire was placed through a separate venous access in the right femoral vein and an argo medical cleaner device was placed in the right pulmonary artery. The angiovac cannula was placed in the main pa. The patient's pressure and oxygen saturation started dropping and both the cleaner and cannula was removed, but the patient's pressure and oxygen levels remained low. The patient's blood pressure dropped to the point where CPR was initiated. The patient was able to be stabilized. Per a discussion with the clinical specialist and the physician, the angiovac cannula performed as intended and did not malfunction. The used device has been discarded by the hospital.

Manufacturer narrative:
As the angiovac cannula is a purchased device for angiodynamics, the supplier, (B)(4), has been sent a supplier correction action request (scar) for the purposes of performing a device history review of the last 3 lots of product shipped to the hospital (as determined by an angiodynamics ship history report). The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
As no lot number was provided based on a ship history report (shr) obtained from std/primo, the reporting hospital only received packaging lot within the six months prior to the reported procedure date of (B)(6) 2014 for item number vtx-3022. A review of the device history records was performed by (B)(4) for the packaging lot for any deviations related to the reported defect of the complaint. There were no observed abnormalities that could have contributed to the reported even the angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury/death. " no adverse trends were identified. The hospital reported that there were patient cardiac complications during the angiovac procedure, but they did not report a device malfunction. Attempts were made to obtain additional information from the hospital regarding this event, however they did not respond to the requests. The angiovac cannula component is supplied to angiodynamics by (B)(4). (B)(4) was been notified via supplier corrective action request for a device history records review of the supplier lot. All manufacturing records were found to be completed and in order. There were no abnormalities that could have contributed to the reported event. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot be determined if the cannula was used in accordance with its labeling. Directions for use are provided with this device and contains the following statements: "adverse affects: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed." (B)(4).